Event description:
Additional information was received from the physician indicating that the patient should go explant surgery on (B)(6) 2016. It was reported that the patient wants to have the entire vns system removed.

Event description:
It was reported that a vns patient treated for depression is having a left vocal cord paresis. The patient will have a full explant surgery with no replacement. It was reported that the patient has had the vns for many years. No known surgical intervention was performed to date.

Event description:
Follow up information was received that the surgery planned for (B)(6) 2016 has been cancelled. No known surgical interventions have occurred to date.

Event description:
Further information from the physician indicated that the patient was seen in clinic for a follow-up visit. It was reported that the patient is now treated with nemos. The physician reported that the effect is ok. It was reported that the partial paresis started one year ago. It was reported that they could not perform the system mode diagnostic test because the battery is empty.